Manufacturer narrative:
Reported event of bands failed to deploy. Reported issue of handle broken. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the handle could not be turned and the bands failed to deploy. Another speedband device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device noted that the trip wire was cut into three sections. The suture was intact and attached to the ligator head and the distal section of the trip wire loop. The medial portion of the trip wire was secured in the handle assembly slot; however, the proximal section including the loop had been cut and not returned. All seven bands remained in proper position on the ligator head. The suture had been removed from the ligator head teeth. The ligator head teeth did not present any damage. A functional evaluation of the handle was performed by turning the handle knob at 180º and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, the complaint that the bands failed to deploy could not be confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the handle could not be turned and the bands failed to deploy. Another speedband device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.